Event description:
The customer states that cards are coming to the service rack with unexpected volume errors. The customer is reporting results from cards that were having volume concern issues. Incorrect dispense of fluid can lead to variation in antigen/antibody ratio and erroneous test results. The customer indicated that the provue did post error messages. The customer continued reporting the results, which could have lead to possible transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived and found a metal plate bent covering the front of the camera. The necessary components were replaced and performed adjustments to return the analyzer to expected operation. The customer has not logged any other similar complaints since this issue.